Manufacturer narrative:
Clarification d.6a implant date: as year of 2010 was provided initially, dated as (B)(6) 2010. The date has been adjusted to (B)(6) 2010 as the manufacturing date is 8/jan/2010. This is to coincide with manufacturing date of device. Lab analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: d.6a, d.9, h.3, h.6

Event description:
Healthcare professional reported "replacement due to rupture". This record is for the right side. The device was explanted and replaced with non abbvie.

Event description:
Healthcare professional reported "replacement due to rupture". This record is for the right side. The device was explanted and replaced with non abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant: 2010 was provided. Continued e1 phone number:(B)(6).

Event description:
Healthcare professional reported "replacement due to rupture". This record is for the right side. The device was explanted and replaced with non abbvie.